Event description:
It was reported that the right ventricular (rv) lead had episodes of non-sustained tachycardia and noise on the rv channel with a short interval counts (sic) of 100. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that 118 ventricular sic occurred since (B)(6) 2013. Eight non-sustained episodes of <(><<)> 220 ms ventricle to ventricle cycle were recorded between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.